Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that atrial fibrillation ccurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject was not given any loading dose of antiplatelets. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted pot bav. The aortic valve was treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved partial re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Three (3) days post index procedure, subject was discharged on other anticoagulant. Six (6) days post index procedure, the subject developed atrial fibrillation. No diagnostic test was performed. Electro cardioversion was performed to treat the event.